Manufacturer narrative:
No button error alarm noted. However act and esc buttons did not respond due to flattened button dome switches (no crease). No unlock on lcd keypad connector noted. Time advanced properly. Pump passed idle current test. Unable to perform run current test, self test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test or verify failed battery test alarm due to button keypad anomaly. Pump had minor scratched display window and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. The customer was assisted with button error/keypad anomaly troubleshooting. The customer¿s blood glucose level was unknown at the time of the incident. The customer stated that the insulin pump alarmed failed battery first and they took a bolus leading to the keypad issues. The customer could not verify if the clock on the insulin pump advanced when observed for one minute due to having removed the battery. However, they stated that the screen worked. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. Troubleshooting for failed battery was performed but could not be completed since the insulin pump did not have a battery. The insulin pump will be returned for analysis.